Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H11) corrected data compared with medwatch report (ref # 3002808486-2021-01616) : none. Summary of investigational findings: filter fractured. Leg portions embedded and retained locally posterior to ivc, remainder of filter removed with forceps. The physician stated that no further information was available, thus no information as to patient impact. No product was returned for investigation and no imaging could be obtained and based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to fracture during a dwell time of more than twelve years. However, filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the DHR, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to the initial reporter. Celect ivcf found to be fractured, with one leg along right psoas and portions of two other legs broken off and embedded in the adjacent vertebral today and retained locally posterior to the ivc respectively. Remainder of filter removed with forceps.